Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(4) 2017. Dexcom was made aware that on (B)(6) 2017, the patient experienced another inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that on (B)(6) 2017, the patient missed a low alert due to inaccuracies. The patient experienced a low glucose values, passed out and went into a diabetic coma. The paramedics were called, and it was indicated that the patient¿s bg was at 27 mg/dl. The patient was in the hospital overnight until their blood sugar came back to normal level. It was indicated that the cgm had alerted the patient after the event had happened. At the time of contact, the patient was doing good. Additional patient or event information is not available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and root cause could not be determined.